Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, "material sensitivity reactions.¿ "elevated metal ion levels have been reported with metal on metal articulating surfaces." ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-09116).

Event description:
As part of a clinical study, a patient was identified who underwent an initial hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2014 due to pain, adverse reaction to metal debris, and intermittent subluxation. Revision operative (op) notes report the presence of fluid; however, the appearance of the tissue was satisfactory with no evidence of typical reaction to metal debris observed. The cup and modular head were removed and replaced.